Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system and watchman laa closure device and delivery system were used. The closure device was successfully implanted. Three hours post procedure, a pericardial effusion with tamponade occurred. The source of the effusion could not be identified. A pericardiocentesis was successfully performed. The patient was extubated the day after the procedure and transferred to the normal ward. The patient was discharged and noted to be fine.